Event description:
Philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that the device is unexpectedly shutting down and turning on. This investigation is ongoing.

Manufacturer narrative:
Per response from the authorized service provider (asp): the device was reported to be in use at the time of the reported problem, however, no patient or user harm reported. Furthermore, it was stated the patient information from the time of the event was unknown. Additionally, the device diagnostic report (drpt) from the time of the event was not available and the customer had found a third party to repair the device so specific maintenance details around the repair were not available. The asp was able to confirm that the device was returned to full functionality and was returned to use. The testing completed to confirm the return to full functionality was not known. No replaced parts will be returned for evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.